Event description:
Neulasta on body injector malfunctioned an hour prior to administration being due. Pt then brought in for neulasta injection. Dates of use: (B)(6)2017. Diagnosis or reason for use: neutropenia. Is the product compounded: no.